Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported set cannula was broken. Customer was able to remove broken serter from the body. Customer blood glucose on (B)(6) 2017 was 150 mg/dl. Customer at the time of the incident was 350 mg/dl. Customer stated the issue was resolved by reviewing proper use of the serter. Customer will call back to troubleshoot for high blood glucose reading. Products will not be returning for analysis.